Event description:
The patient was implanted with a left ventricular assist device (lvad). Vad coordinator reported that the patient was admitted for I&d (incision and drainage) of chronic driveline infection. Vac (vacuum assisted closure) therapy was initiated.

Manufacturer narrative:
The patient continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information: the report of a driveline infection could not be confirmed as the patient remained ongoing on lvad support following the event with no further issues reported until being explanted for recovery on (B)(6) 2014. Reference MFR report number 0002916596-2014-02192 for the investigation findings of the lvad. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.